Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient called (B)(6) 2018 to report right-sided weakness and a slight headache. Patient was instructed to come to the emergency department (ed) immediately for further evaluation. Computed tomography (CT) of the head obtained on (B)(6) 2018 showed intracranial hemorrhage with intra-ventricular involvement and complete left ventricle effacement. Blood pressure (bp) elevated upon admission at 126/90. Patient's bp remained around this for hospitalization. Per coordinator, bp has been controlled in outpatient clinic visits prior to this (89/71). Per neuro surgeon, no intervention recommended. Patient was transfused with fresh frozen plasma (ffp) and international normalized ratio (inr) was reversed. Family meeting held on (B)(6) 2018 with neurology and palliative care. Due to poor prognosis, family decided to withdraw care once remaining family members got into town. Care withdrawn on (B)(6) 2018. Patient expired the same day. Autopsy was declined by the family, so the pump will not be sent back. Peripherals available will be sent back.